Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple pump off events, low speed events, and low flows on (B)(6) 2022. The patient recently had their driveline repaired in september 2021 (MFR# (B)(4)) and was on an ungrounded patient cable at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2022 at 07:10:10 to (B)(6) 2022 at 12:01:40, per the timestamp. Low speed and pump stop events with associated low flow alarms and elevated pump powers up to 16.6 watts were recorded on (B)(6) 2022 from 01:58:21 through 02:31:56 while the pump was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file appears consistent with potential driveline wire compromise; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The account communicated that the patient experienced low speed and pump stop events while connected to a grounded patient cable and had previously underwent an external driveline repair on (B)(6) 2021 (related manufacturer report number 2916596-2021-05121). The patient was placed on an ungrounded patient cable and the account was considering a second driveline repair. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.